Event description:
Initial information was received on 12/15/2014 from a consumer's mother. This (B)(6) year old female child used a colgate 360 battery operated 360 whole mouth clean toothbrush, and the head of the toothbrush "removed itself" while being used and caused the child to choke. The child began using the toothbrush on an unknown date (frequency unknown). On an unspecified date, the consumer experienced the events. As treatment, the consumer's mother performed first aid by turning her over and hitting her until the toothbrush head dislodged and came out of her windpipe. At the time of this report, action taken with the toothbrush was unknown and the consumer had recovered from the events. This case is referenced as (B)(4).